Manufacturer narrative:
H10: the renasys touch and power supply, (B)(6) used in treatment was returned for evaluation. A visual inspection found no issues with the device. A relationship with the reported failure to charge has been established. The functional evaluation found the main pcb was defective and the device would not start. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. In conclusion the complaint has been finalised as circuit board failure.

Event description:
It was reported that the device can not be charged. It can be the device or the power supply. Customer tried to charge it the whole night, but it was unable to be turned on. There was no back-up device available. They stopped the therapy and start it new, when the new device was brought.